Manufacturer narrative:
Concomitant medical products: 6719 adaptor, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) system was explanted due to an infection. Cultures were taken, and the patient was treated with antibiotics. No further patient complications have been reported as a result of this event.